Event description:
Pt admitted for bilateral knee replacement surgery due to server osteoarthritis. Pt was also diagnosed with hypertension, diabetes and hyperlipidemia. After the surgery, pt complained of pain and swelling. Surgeon noted that pt was working 55 hrs/week as a forklift operator. Contrary to their instruction, and not wearing their brace. In 2004, surgeon revised pt's right tibial baseplate and polyethylene due to a reported fracture of the baseplate.